Event description:
A customer reported to baxter that an administration set was leaking. At the time of the problem it was reported that, while connected to an unidentified female patient, it was noted that there was a leak from a crack in the plastic part that connects to the patient. The fluid being delivered was "hartmans". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a leak; the upper part of the heatseal chamber was found to be cut off. The luer lock collar was missing, and the luer lock was found to be broken apart and attached to the set with tape. The root cause of this condition is undetermined.